Event description:
It was reported that during a laparoscopic nephrectomy, the device fired malformed staples across an artery. The patient lost 300cc of blood. Another device was used to complete the procedure. There was no adverse consequence to the patient.